Manufacturer narrative:
(B)(4). Originally reported as a serious injury report. Corrected to a death report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident, seizures, bradycardia, weakness and death are listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that one day post 8-6x30mm xact stent implantation in the left internal carotid artery, the patient experienced a seizure followed by a period of asystole. Cardiopulmonary resuscitation was initiated, including intubated. Epinephrine and atropine were given with good results. Additionally, the patient was not following commands and had bilateral weakness of extremities. Later on, the patient experienced a second seizure. CT scan showed a small stroke. Around 4pm, the patient was moving all 4 extremities. On (B)(6) 2011, the patient was awake and following commands. Reportedly, the patient recovered from the stroke, but was changed to a 'no code' status per family. On (B)(6) 2011, the (B)(6) patient became bradycardic with rates in the 30's, unresponsive and apneic. The patient deteriorated quickly and was pronounced dead a few minutes later. Cause of death was respiratory arrest. There was no additional information provided.